Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to biopsy channel leakage. And water invasion, while the user was handling the device. Due to the invasion, an abnormality of electronic parts occurred, which led to a temporary occurrence of the suggested event. The instructions for use (IFU), state the following. Regarding the suggested phenomenon: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed, after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety. And may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed, during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved. Send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately. And withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety. And may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The issue occurred during reprocessing prior to a diagnostic enteroscope procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Establishment name: (B)(6). During device evaluation at olympus, it was found the complaint was not confirmed and the error message was unable to be reproduced. Evaluation did find that water tightness was lost due to damage on the instrument tube, the light guide lens was cracked, switch #1 was damaged, the water removal ability did not meet the standard value due to clogging of the nozzle, the play of the up/down knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and angulation was tight. No foreign material was found in the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.